Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they have fallen twice over the last couple of weeks. The first one, approximately two weeks ago, patient (pt) stated that they were walking their dog when the dog lunged forward, causing pt to fall onto their face. The second fall was approximately five days ago. Patient stated they were attempting to walk up a flight of stairs when pt felt a heaviness in their legs and was unable to lift their feet. Pt stated that this resulted in them falling backwards down the stairs. Pt denies any loss of consciousness or hitting their head. Pt was evaluated at the emergency room where pt stated they performed a CT scan which ¿didn¿t show anything¿ per office staff. Patient does state that they broke their right foot due to the fall. Rep interrogated system. Impedances within normal limits; stim use 98%. Pt has been using dtm group b and reported 40-50% relief. Patient feels stim appropriately in ble. Reprogrammed to give move coverage in left foot. Physician is going to order physical therapy and update MRI. Patient will turn off device if the feeling of heaviness recurs to see if pt notices any difference with the device off. Pt reports the heaviness has been intermittent for the last two months despite running the device all the time. Pt is currently wearing an orthopedic boot due to the broken foot. The issue is not yet resolved but the rep noted they would submit any new information that becomes available.